Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was observed. Based on the results of the investigation, the issue was attributed to a degradation problem caused by component failue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the videoscope to the service center for a separate issue. During olympus¿ device analysis it was indicated that the videoscope's objective lens had missing adhesive. There were no reports of patient involvement.